Event description:
It was reported that shortly after this left ventricular (lv) lead was implanted, loss of capture (loc) was exhibited. The patient experienced phrenic nerve stimulation (pns). Further information was provided that the patient was evaluated in office and reprogramming was performed. No pns was observed. No adverse patient effects were reported. At this time, this lead remains in service.